Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller successfully initiated a new sensor session without further issues.